Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding event details was received on 08sep2020. The staff found the tracheostomy tube was detached from the flanges. No procedures were being performed when the separation was discovered. It was discovered "during her visit to the patient." The tracheostomy tube was inside the neck opening and the flanges were out. The device was placed on (B)(6) 2020. No difficulties inserting the device were noted in the patient's medical chart. The device was in place for 80 days. The device that separated was reported to be a cook size 7 tracheostomy tube. Suctioning was done as needed. The tracheostomy dressing was changed every day and as needed. While in place, the device was connected to an hme (heat moisture exchange/filter) with one liter of oxygen. The tracheostomy tube was secured with a tie. It was reported "bit difficult to pull out the tube as the flange had separated from the tube." The tube was pulled out, oxygen was supplied via a resuscitation bag, and a new, smaller tracheostomy tube from another manufacturer was inserted. The patient was resuscitated and then transferred to the intensive care unit.

Manufacturer narrative:
(B)(6). Occupation: senior product specialist. (B)(4). A new tube was inserted into the patient. The patient was transferred to the intensive care unit as a result. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the flange detached from the tracheostomy tube included in a ciaglia blue rhino percutaneous tracheostomy introducer set with versa tube. The flange was found to be detached from the tube's outer cannula at the point where the two parts connect together during tracheostomy care. The flanges were "attached to the tie" while the cannula of the tube was left in the patient's stoma as a foreign body. A nurse managed to retrieve and remove the tube from the patient manually. Due to the incident, the patient's oxygen desaturated and they suffered respiratory distress. A code blue was activated and it was reported the patient was nearing "collapse". A replacement tube was placed and the patient recovered but their vital signs deteriorated, so they were transferred to the intensive care unit. Additional information regarding patient and event details has been requested but is not currently available.

Manufacturer narrative:
Investigation / evaluation: it was reported to cook that the flange within a ciaglia blue rhino percutaneous tracheostomy introducer set with versa tube, c-ptis-350-hc-g-vt7, detached from the tube. The tube remained inside the patient¿s airway, but was able to be removed by the nurse. Code blue was activated, causing desaturation and respiratory distress to the patient; the patient was transferred to the ICU. This incident was reported by gulf drug l.l.c, in the united arab emirates, on 13aug2020. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation. A document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record could not be completed due to a lack of lot information from the user facility. A database search could not narrow down the potential lot number. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use packaged with the device state the following instructions related to the reported failure mode: precautions: ¿during and after attachment of the breathing system to the tracheostomy tube connector, avoid excessive rotational or linear forces on the tube; application of such forces may result in tube kinking, disconnection, or occlusion.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the investigation found that the affected component is supplied to cook from an external manufacturer. A supplier corrective action request (scar) is currently open regarding this issue. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for separation was not established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient/event details has been received since the previous medwatch report was sent.